Event description:
6:35 pm pretx pt. Appeared fine, denied no compliants. 6:40 pm upon initiation to tx pt. Stated that he "felt funny", within minutes pt. Experienced dry heaves, was diaphoretic, ashen in color, bp 142/80, p-96 (rapid), c/o pepper tuste in mouth", tongve became thickened, speech garbled, tx was stopped (blood not returned) physician notified, pt. Transported by ambulance to e.r.